Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not feeling well and they rushed him to the hospital. He was diagnosed with diabetes ketoacidosis. They stabilized him and put the insulin pump back on. Then he went into diabetes ketoacidosis again. The blood glucose at time of admission was 364mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.